Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative saw the patient for a routine checkup. After interrogating the battery, it was noticed that the adaptive stimulation orientation was off. It stated the patient was laying down on right side when the patient was standing up. The battery was re-oriented. It was reported that the battery was close to the patient's waist line. Their pants pushed on their waist towards the bottom of the battery and caused some soreness and the battery to tilt slightly. The nurse informed the patient that if they were interesting in a pocket revision to contact the health care provider (hcp). A surgery was not planned or scheduled at the time of the report. No further complications were reported.